Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system onsite and confirmed the reported event. Analysis of the log files confirmed that there was a malfunctioning system interface board (sib) and the most likely cause was network connection issue or mains power issue or malfunctioning sib.a philips field service engineer (fse) inspected the system onsite and during troubleshooting, fse found that the operating system(os)¿s disk was reporting problems during bootup displaying a ¿smart¿ warning message. The host pc ¿s os disk was having read and write problem and fse replaced the power supply to resolve the issue. The power supply was returned for analysis and part analysis indicted that there was electronic failure with the power supply. After replacing the power supply, the system returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up successfully; it got stuck up at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.